Event description:
A customer reported poor or none phaco power during surgery. The surgeon reported poor aspiration and irrigation. The instrument was not working properly but the parameters registered by the instrument gave normal values. No parts were replaced. Surgery was suspended. A patient was involved but he did not report any harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).